Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic video was provided and reviewed. The video shows the one maxcore device in half primed position held by one hcp and tried to fire using both side and rear button only inner stylet was fired, outer cannula was not fired. No other visual anomalies are observed. Based on the review of the video, the failure to fire issue is confirmed. Therefore, the investigation is confirmed for the reported failure to fire as the device was not able to fire successfully. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, the outer cannula of the device can't be fired. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.